Event description:
A customer reported a fluid overflow from wbc and rbc baths of coulter act diff 2 hematology analyzer. The overflow occurred while the low cell control was cycling. The fluid spilled over the counter area under the instrument. The customer also observed a salt build up on top of the bath. The customer was wearing ppe. There was no report of exposure to mucous membranes or open wounds. The customer did not seek medical attention. The customer followed the facility's risk management plan. Msds was not reviewed. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The instrument passed start-up before the overflow was noticed. The field service engineer (fse) inspected the analyzer, and found both vacuum isolator chamber (vic) and overflow chamber full. The contents of the overflowed fluid are act diff diluent reagent, act diff lyse reagent, and low level 4c-es cell control (lot#068900, expiration date 08/29/2011). The fse manually drained both chambers. The fse identified problem as vacuum filter, and replaced the filter. The fse ran startup, which passed. The fse ran numerous samples and problem did not return. The fse also ran controls and reproducibility tests. All passed specifications. The root cause is attributed to the vacuum filter which was replaced during instrument servicing. (B)(4).